Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) insertion the angiographic needle tip cracked. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) insertion the angiographic needle tip cracked. There was no reported injury to the patient.

Manufacturer narrative:
Device available for evaluation? From: yes to: no, based on follow up information received. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).